Event description:
I kept getting false positives from cue health tests from lot 24030e. I took a series of covid tests (B)(6) 2023. The timeline of the test results: sunday, positive cue test s/n (B)(6), lot 24030e (cue test 1) / sunday, negative nasal antigen test from flowflex / sunday, negative cue test s/n (B)(6), lot 25807l (cue test 2) / monday, negative nasal antigen test from flowflex / tuesday, negative nasal antigen test from siemens clinitest / tuesday, lab pcr test, results came back negative / tuesday, positive cue test s/n (B)(6), lot 24030e (cue test 3) / tuesday, invalid cue test s/n (B)(6), lot 25218f (cue test 4) / tuesday, negative cue test s/n (B)(6), lot 25807l (cue test 5) / wednesday, negative nasal antigen test from siemens clinitest. Reference reports mw5155024 and mw5155025.